Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1 facility address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blackout and temporary blackout many times during a therapeutic procedure. The event occurred during sedation of a laparoscopic left salpingectomy. The subject device could not display the surgical area in the abdominal cavity normally, which delayed the procedure for less than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.